Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. Device was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing reservoir tube o-ring, cracked case behind the pump near the battery tube compartment and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's o-ring in the reservoir compartment fell off and the reservoir wont lock properly. Customer's blood glucose level was 24 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.